Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. The reported problem was found during delivery in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d10, was put as no when it should have been yes. Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 345, which was not reproduced during evaluation. A review of the event history log identified system error 345 as system error 345 messages. The cause was determined to be an out of calibration upstream thermistor. The upstream sensor thermistor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.